Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty infusion set. The customer's blood glucose level was unknown. The customer stated that she was trying to set up a new infusion set and kept getting a no delivery alarm. The customer stated that she tried pushing the insulin through with a plunger and it does not work. The customer stated that she was late to work and wanted to change everything, however she wants replacements sent to her. The customer was advised to do change her new infusion set. The customer was able to successfully prime new tubing with a new reservoir. The customer reported the alarm occurred during manual prime. The customer was not able to troubleshoot at time of call. The customer returned the reservoir and infusion set for failure analysis and replacement.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.